Event description:
It was reported that the pt experienced pain and felt "tension" in the implantable neurostimulator pocket. No further details were provided. The pt had a surgical revision of the pocket performed on (B)(6) 2011. The pt resolved w/o sequelae.

Manufacturer narrative:
(B)(4).